Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has non-functional atrial lead in 2009. The patient was asymptomatic and atrial lead was programmed off since that time. During device change-out procedure on (B)(6) 2018, lead was capped and replaced due to capture anomaly. Patient remained stable.